Event description:
Laryngoscope blades are noted to occasionally have dim bulbs and become extremely hot. New blades purchased and some of the new blades were noted to be having the same issues. The problem does not appear to be due to the age of the bulb or batteries. (B)(4).